Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is 46 mg/dl.

Manufacturer narrative:
The pump was received with a button error alarm and intermittent button response due to corroded keypad traces. No unexpected scrolling numbers during testing noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.